Event description:
Customer observed discordant free t4 results and requested interference investigation for free t4 assay. Pt is euthyroid and not presently taking any thyroid medication. Customer provided the following free t4 results (using a serum sample): initial free t4 result 13.5 (tsh=greater than 100 mu/l), repeated on immulite analyzer gave 23.6 (tsh=greater 75 mu/l) and repeated at another lab gave 34.2 pmol/l (tsh=greater than 100 mu/l). According to the customer, consequences to the pt are unk, no allegation of death or serious injury.

Manufacturer narrative:
Two samples from the patient were provided for investigation. The normal elecsys free t4 results were lower than the competitor assay (immulite), but both results were within the reference range. Further interference analysis excluded ruthenium interference. A different free t4 competitor assay (centaur) generated results which were much higher than the elecsys and immulite results. The free t3 result (from an elecsys at another lab) could not be duplicated. Both samples recovered within the reference range for free t3 during the investigation. Interference analysis excluded ruthenium interference for free t3 also. The investigation concluded the elevated elecsys free t4 results should be reliable. No adverse events were reported.